Event description:
Pt complained of tpn leaking. The leak was at the blue 1.2 micron filter, where the tubing had separated from the filter assembly at the distal end of the filter. Defective IV set, IV tubing not heat sealed to inline filter.